Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported the tip of the cutter was found broken during a procedure. The procedure was completed after replacing the pack with another one. There was no harm to the patient.

Manufacturer narrative:
One opened probe and fifteen unopened probes were received. The returned opened sample was visually inspected and found non-conforming with the probe needle broken at the port. Functional testing could not be performed due to the tip being broken. The probe was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The cutting edge of the inner cutter was observed to be damaged. Gouge marks were observed at the bend area, cutting edge, and several other locations along the inner cutter. The fifteen unopened samples were visually inspected for the presence of broken tips and all fifteen samples were found to be conforming. A photo of the product is attached to the parent complaint and was reviewed by the manufacturing site. The photo confirms that the tip of the probe needle is broken at the port. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination for device component lots traceable to the reported lot number indicates there are three additional complaints associated with the component lots for the reported issue. The complaint evaluation confirmed that the returned opened probe had a broken tip at the port. The exact root cause for the broken tip cannot be determined from this evaluation. An internal investigation has been completed to further evaluate the cause of probe tip breakage at the port. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. (B)(4)

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).